Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Explantation date: (B)(6) 2021. (B)(4). Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent a primary breast augmentation with 550cc mentor smooth round moderate plus profile saline breast implants experienced unexplained systemic symptoms postoperatively, including autoimmune disease, low thyroid, hair loss, migraines, weight gain, ear ringing, joint pain, breast pain/burning, itching, shooting/stabbing, ibs, and inflammation in small intestine. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021. This medwatch report is for the left-sided implant.